Manufacturer narrative:
The device was returned to omsc for investigation. The investigation confirmed that both manipulation wires had come away from the cups. The distal end of one wire was broken and the other was deformed. There was damage and breakage on the cups which might occur when the manipulation wires come away from the cups. As a result of checking the manufacturing record of the same lot, nothing abnormal was detected. Thus, omsc considers that withdrawing the subject device while the endoscope was angulated or caused the breakage of the manipulation wire. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems (omsc) was informed that during bronchoscopy the doctor confirmed that the two manipulation wires projected forward from the sheath. He exchanged the subject device to another one. The device was returned to omsc for investigation. During the investigation, omsc found the distal end of the manipulation wire was partially missing. During procedure, the doctor checked that there was no abnormality in the patient and completed procedure. There was no report of patient injury regarding this report.